Event description:
Patient representative further reported ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, explant, significant scarring, disfigurement, reconstruction, capsulectomy, chronic inflammation, tissue damage, rashes, asymmetry, seroma, pain, itching, anxiety, fatigue, accumulation of fluid, depression, chronic insomnia, weight gain, chronic headache; aggravation of underlying conditions including gerd; post-explant complications including infection; and other physical and emotional manifestations that are severe and ongoing¿ with style 410 cohesive silicone gel filled breast implant. The patient ¿has not been diagnosed with bia-alcl." The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported being "constantly in pain", "itching" and it feels like it goes all the way through to my back", implant is "horrible" and "uncomfortable" "sore" and the "lymph nodes feel uncomfortable", had MRI and they found nothing except a little fluid buildup, but it was not around the breast implant itself. Patient additionally reported "pretty sure they're attached to my ribs", symptoms of "breast implant illness" and "fibromyalgia", not related to the device. This record is for the left side.